Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626155) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dizziness ("dizziness") and headache ("headaches") and was found to have uterine leiomyoma ("fibroid caused abdomen to enlarge on one side"). The patient was treated with surgery (laparoscopic abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dizziness, genital haemorrhage, headache, pain, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: essure insertion detail: an operative video hysteroscope using crystalloid distension fluid was used to place micro inserts bilaterally. The procedure was terminated. Trailing coils right 3 left 8 estimated because of proximal coiling tuft. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626155) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dizziness ("dizziness") and headache ("headaches") and was found to have uterine leiomyoma ("fibroid caused abdomen to enlarge on one side"). The patient was treated with surgery (laparoscopic abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered dizziness, genital haemorrhage, headache, pain, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: essure insertion detail: an operative video hysteroscope using crystalloid distension fluid was used to place micro inserts bilaterally. The procedure was terminated. Trailing coils right 3 left 8 estimated because of proximal coiling tuft. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.